Manufacturer narrative:
Continuation of d10: product ID 5076-52 (B)(6); product type: 0270-lead-lv-pace; implant date (B)(6) 2022; explant date product ID ddpb3d4 (B)(6); product type: 0235-ICD; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department due to shortness of breath. A remote monitor transmission indicated that the right atrial (ra) lead exhibited high capture thresholds. Additionally, the right ventricular (rv) lead exhibited low out of range (oor) tip to coil impedance. Lastly, atrial events fell into blanking triggering atrial tachycardia/atrial fibrillation (at/af) termination and inappropriate atrial pacing.  The ra lead, rv lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.